Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 230 mg/dl. As the customer had changed the cartridge and site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.